Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/20/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 corrected information: d3 additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: 1032d5 expiration date: jul/31/2029 date of mfg.: aug/27/2024, 1047e6 expiration date: sep/30/2029 date of mfg.: oct/22/2024. A manufacturing record evaluation was performed for the finished device 1032d5 batch number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device 1047e6 batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 1032d5 mfg date: aug/27/2024, exp date: jul/31/2029. Batch 1047e6 mfg date: unk, exp date: unk. In addition, a review of the batch manufacturing records for the possible batch number of 1032d5 was conducted and the batches met all finished goods release criteria. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse consequences associated with the patient? Did the event occur during one or multiple patient procedures? When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify could you kindly confirm the defective lot number(s), please: 1032d5 and/or 1047e6? Please provide the source or name of person providing answers to follow-up questions:

Event description:
It was reported that a patient underwent a c-section on an unknown date and suture was used. During the procedure, the suture detached from the needle. There were no adverse patient consequences reported. Additional information was requested.